Event description:
It was reported that during testing, pump gave a failed preventative maintenance error code 41622. There was no patient involvement and harm.

Manufacturer narrative:
One device was returned for analysis. No relevant service history was found. Review of event logs found no relevant information. Visual and functional testing was performed. Device failed motor test. Probable cause of complaint was defective cam flex sensor. Replaced cam flex sensor and device passed all testing criteria.